Event description:
It was reported that patient presented to follow-up after receiving a vibratory alert. Upon review, device reset mode was observed. Charging issue was also noted. Analysis of the device image showed that there was charging in the spin buffer. Patient was asymptomatic. Device replacement was recommended. Patient was in stable condition after the device check. It is unknown if the ICD has been explanted and replaced. No further information was provided.